Manufacturer narrative:
The customer has not noticed any calibration or qc problems prior to or on the day of the event. Per the customer, the instrument was updated with glucose modifications (mods). Root cause is unknown for this event.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to obtaining an erroneously low glucose (glucm) patient result when running in duplicate mode on the unicel dxc 600i synchron access clinical system. The original result was 4 mg/dl. The second result yielded 102 mg/dl. The sample was confirmed on an alternate instrument with a result of 101 mg/dl, which was reported. The erroneous result was not reported out of the laboratory, as the result was verified on an alternate instrument prior to reporting the result. There was no affect to patient treatment caused from this event.